Event description:
It was reported that the procedure was being performed in intensive care unit - trauma. During catheter placement, the spring-wire guide unraveled when attempted removal through the dilator. As a result, another kit was opened and used successfully for the pt. There was a delay in treatment with no harm to the pt, no pt death, and no pt complications were reported. On (B)(6) 2012 - it was confirmed that the wire could not be removed from the dilator. A CT scan was performed to confirm nothing was retained in the pt.

Manufacturer narrative:
(B)(4). A sample will not be returned.